Event description:
It was reported that pump displayed malfunction code 12 with fault ID 0x2071 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.